Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would no longer communicate with external devices and the patient lost therapy. Surgical intervention is planned to address the issue.